Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The primary investigator reported via phone call that the customer was experiencing severe high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and treated with fluids and correction boluses. Customer had vomiting and had elevated ketones and the parents reported that the infusion set was kinked. The insulin pump will not be returned for analysis.